Event description:
After implantation of a cypher 2.5/23 mm stent, coronary angiography demonbosis thrombus formation in the implanted stent. The thrombosis was treated with aspiration and thrombolysis (t-pa). A medtronic driver 4.0/12 mm stent was implanted in the proximal left anterior descending (lad) lesion at 16 atm for 30 sec. The pt was put on percutaneous cariopulmonary support system (pcps) and an intra aortic balloon pump (iabp). Four days after the index procedure, the pt's condition worsened. Five days after the index procedure, the pt expired. The physician's comments regarding the adverse event (ae) was that the probable cause of the thrombosis was because the antibplatelet therapy was not administered in advance. In addition, because the lesion was a chronic total occlusion (cto), the heavy thrombus formation was probably due to the pt's system.